Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: na. This product is manufactured in the u.s. But not marketed in the u.s. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vich12.6 implantable collamer lens, +04.50 diopter, into the patients right eye (od) on (B)(6) 2018. The lens was reported as low vaulting and remained implanted. The cause of the event was due to the device. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim (B)(4).

Manufacturer narrative:
B5: the lens was exchanged on 12 jul 2022 with a longer length lens and problem was resolved. Status of the eye is "vault ok". Claim# (B)(4).